Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 3x unrelated non-conformances on this lot number. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional reports related to implant loosening. Total for lot number: 2 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 61. By product family: 192 (66x smartset ghv, 126x smartset gmv).

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received right primary attune tka to treat end-stage osteoarthritis. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without complications. Patient receive a right knee revision to treat pain secondary to loosening and collapse if the tibial tray. Upon entering the joint, a synovectomy was performed. The femoral component was well-fixed but revised. The tibial tray was grossly loose at the cement to implant interface. There was extensive proximal and medial tibial bone loss. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019. Right knee.